Event description:
Caller alleged discrepant results compared with the lab. Results as follows: inratio: 2.20, lab: 2.67. About 30 minutes in between testing. The first drop of blood was wiped off.

Manufacturer narrative:
Investigation pending.